Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm and pump error 3 alarm due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose was 99 mg/dl. The troubleshooting was performed and they were clear the alarm but request to rewind the insulin pump. The customer stated that this was the second occurrence of the insulin pump alarm. The device will be returned for the analysis.